Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump was received with stripped battery cap at coin slot area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to low blood glucose. The customer's mother stated that the emergency medical services were called and they went for hospitalization. The customer's blood glucose was 24 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with food. The customer's mother stated that they were given insulin to treat the blood glucose. The customer's mother stated that they were off the insulin pump at the time of hospitalization for less than 48 hours. Troubleshooting was done. The customer's mother stated that the insulin pump might have been over delivering. The customer's mother also reported that the battery cap was damaged and they could not remove the battery cap. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.